Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of immunosuppressive therapy on lead dislodgement after cardiac implantable electronic device implantation. Clinical cardiology. 2024; 47:e24310. Doi: 10.1002/clc.24310. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding lead dislodgement and immunosuppressive therapy after cardiovascular implantable electronic device (cied) implantation. The authors described a patient who was receiving immunosuppressive therapy and their right ventricular (rv) l ead dislodged five days post implant. After the reoperation procedure, the patient developed a superficial site infection and were treated with intravenous (IV) antibiotics. The device and leads remain in use. No additional adverse patient effects or product performance issues were reported.